Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer reported that they received a button error alarm. The customer's blood glucose was 477 mg/dl at the time of incident. The customer's blood glucose was 230 mg/dl at the time of call. The customer stated that they had a headache and they were throwing up. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were off the insulin pump during hospitalization for less than 48 hours due to button error alarm. The customer declined to troubleshoot. The insulin pump will be returned for analysis.